Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation because both leads were cut during previous spinal fusion procedure. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post-op.